Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that patient experienced two infusion sets tubing leakage event between (B)(6) 2025 and (B)(6) 2026, resulting in insulin pooling under the skin and on top of the skin. The leakage was from the infusion site. The infusion set was in use for twenty-four to forty-eight hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.